Manufacturer narrative:
The investigation confirmed that a lower than expected vitros amon result was obtained for a single proficiency sample while using the vitros 350 analyzer. The customer performed "as needed" maintenance to the incubator subsystem to remove ammonia contamination. Performance testing following maintenance verified that the equipment was returned to expected operation. The root cause of the event is user error as the site routinely uses ammonia based products for floor cleaning. The vitros 350 chemistry system reference guide, in the section "safeguards and precautions" states: "cleaning solutions: do not use any solvents or cleaning solutions on the equipment other than distilled or de-ionized water. Never use ammonia cleaners on or near the system. If necessary, clean contaminated system components using a 70% isopropyl alcohol-in-water solution when suggested in the maintenance procedures." Therefore, the customer was not following the manufacturer's recommendations.

Event description:
The customer obtained a lower than expected vitros amon result for a single proficiency sample (level 2 = 102 umol/l vs. Expected result of 133.5 umol/l) while using the vitros 350 chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. There was no report that patient samples were affected. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. Complaint number (B)(4).